Manufacturer narrative:
No product malfunction alleged and no product returned after revision patient retained implant. Due to a complete lack of information provided no root cause can be determined although patient related factors appear to be the cause or contributor. No additional investigation can be completed. Labeling review: "correct selection of the appropriate implant size and correct placement of simplify cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in this surgical technique guide." "Simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events, and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/ or training may lead to a higher incidence of adverse events, including neurological complications." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery." "Intra-operative: excessive removal of endplate cortical bone may result in sub-optimal outcomes." "Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema." "Potential adverse effects of device on health: below is a list of the potential adverse effects (e.g., complications) identified from the simplify cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "Cervical artificial disc risks: risks specific to cervical artificial discs, including the simplify cervical artificial disc, are but may not be limited to: osteolysis, bone loss, or bone resorption."

Event description:
On (B)(6) 2022 a patient underwent a 1-level simplify procedure at c6/7. On (B)(6) 2023 a removal surgery took place for an unreported reason noting only failed patient selection and osteoporosis. No additional information could be acquired.